Event description:
Customer's husband reports back to back testing on the same meter while using the compact plus system with results of: 144mg/dl, 297mg/dl, 196mg/dl and 123mg/dl; 259mg/dl, 131mg/dl, 171mg/dl and 128mg/dl. No qcs were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.